Event description:
Discordant falsely elevated hemoglobin a1c (hb1c) patient results were obtained on a dimension rxl with hm instrument. The results were reported to the physician(s). The same samples were repeated on the same instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant high hemoglobin a1c (hb1c) patient results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant hemoglobin a1c (hb1c) results was unknown. The fse replaced the source lamp, reagent 1 syringe and solenoid and checked probe alignments. After this maintenance was completed, the system check passed and qc recoveries were acceptable. The instrument is performing within specifications. Further evaluation of the device is not required.